Event description:
A surgeon survey response was received. The survey results were related to the surgeon¿s usage and experience with the comprehensive segmental revision system. The surgeon indicated approximately thirteen surgical procedures were performed. The surgeon further indicated complication of nerve irritation / palsy and progressive radiolucency / subsidence have occurred. No further details were provided on the survey to clarify the number of complications or correlation to a surgical case. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: foreign: austria. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed annex g code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.